Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a detached downstream occlusion (dso) seal. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The dso seal was not sealed. This was replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Customer damage: no. Patient involvement:no. When did the event occur: during testing. Do you need to be contacted if charged less than preapproval amount: no. Warranty: no. Date of occurence: unknown. Po#(B)(4). Int# (B)(4).